Event description:
It was reported that white, powdery foreign matter was found in the bd luer-lok¿ tip syringe. There was no patient impact. The following information was reported by the initial reporter: "before use, found white powder in syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-12-14. H6: investigation summary: it was reported there was a white powder in the syringe. To aid in the investigation, one sample with no packaging blister and one photo were provided for evaluation by our quality team. A visual inspection was performed. There are plastic particles at the bottom of the syringe, the inner wall of the syringe barrel has some marks and the retaining ring is damaged. No other defects or imperfections were observed. The photo shows a syringe out of the packaging blister. The syringe has a white foreign matter adhered to the rubber stopper. This defect could occur during the molding process when the barrel was to be ejected from the mold and did not occur the first time. The particles occur after more than one attempt of the part attempting to be ejected from the molding tool and come from the inner wall of the syringe barrel. A device history record review was completed for provided material number 309653, lot number 1112044. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was performed. Molding settings were correct and parts were being ejected with no issues. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: to aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe out of the packaging blister. The syringe has a white foreign matter adhered to the rubber stopper. No other defects or imperfections were observed. As a sample was not returned, a thorough sample investigation could not be performed. A device history record review was completed for provided material number 309653, lot number 1112044. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that white, powdery foreign matter was found in the bd luer-lok¿ tip syringe. There was no patient impact. The following information was reported by the initial reporter: "before use, found white powder in syringe."